Event description:
It was reported the customer received the following results on the compact plus system within 10 minutes: "2 mg/dl", 132 mg/dl, and 156 mg/dl. No adverse event reported. The test strip lot number was not provided. The remaining strips were used; therefore, no product could be requested to be returned for product evaluation.